Manufacturer narrative:
Block h2: additional information: block a1 (patient identifier), block a2 (patient's date of birth), block a3a and a33 (sex and gender), block b5 (describe event or problem), block d4 (lot number), block e1 (initial reporter first name & initial reporter phone) has been updated based on the additional information received on february 17, 2025. Block h6: imdrf device code a150102 captures the reportable event of bands were difficult to deploy. Imdrf device code a0401 captures the reportable event of suture broken. Block h11: correction: block g4 (premarket/510k).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an emergency banding procedure to treat variceal bleeding. The exact procedure date was unknown. During the procedure, it was noticed that the bands would deploy after rotating the handle several times. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo/video of the complaint device outside the patient was provided by the customer and shows the suture was broken and that the bands were difficult to deploy. Additional information received on february 17, 2025 it was confirmed that the anatomical location was at the oesophagus. The procedure was performed on (B)(6) 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an emergency banding procedure to treat variceal bleeding. The exact procedure date was unknown. During the procedure, it was noticed that the bands would deploy after rotating the handle several times. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo/video of the complaint device outside the patient was provided by the customer and shows the suture was broken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150102 captures the reportable event of bands were difficult to deploy. Imdrf device code a0401 captures the reportable event of suture broken.